Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Mfg date: additional information: manufacture date 03/13/1998. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you have any photos? The lot number provided indicates that the product expired 12/31/2003. Please explain reason that the product was still on shelf? Please provide product return date and tracking number.

Event description:
It was reported by the customer that the packaging has no expiration date. No procedure was involved. There were no adverse patient consequences. Additional information has been requested.